Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk, serial# (B)(4), implanted: (B)(6) 2012; product ID 693558, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported by remote transmission the atrial lead is under sensing and the atrial threshold has increased. It was also noted, the ventricular lead sensing was low and the ventricular impedance had increased on the high voltage portion. Both leads are still in use. No patient complications were reported as a result of this event.